Event description:
The customer contact reported that air was noted in the tubing distal to the cassette. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a needleless valve connector connected to a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for the piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the pump alarmed for n233 (distal air). At this time, the customer contact reported that the nurse backprimed the pump to clear the alarm. After an unspecified length of time, the delivery was resumed. At this time, it was reported the pump alarmed again for distal air. The customer contact reported that at this time, the nurse removed the cassette of the primary tubing set from the pump and noted that air started in the lower part of cassette and approximately 8-10 cm in the tubing distal to the cassette. No air was delivered to the patient. It was reported that 8-10 ml of chemotherapy was lost. No specific details were provided. The pump and the primary tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported air noted in the tubing distal to the cassette were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.